Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds , the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).